Event description:
Abbott customers experienced calibration failures due to out of specification high results for the prism hiv-1 group o positive assay control 2 (opc) component of the prism hiv o plus reagent kit lot 87334m500. When the opc results do not meet specifications, the prism channel shuts down and no results can be reported. The failure is related to the opc control itself and to no other components of the reagent kit. A product recall was issued and reported under 21cfr806 for the prism hiv o plus assay to the FDA (B)(6) district on (B)(6), 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). A follow-up will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Multiple complaints have been received for out of specification (B)(6) results for the prism (B)(6) group o (B)(6) assay control component of prism (B)(6) o plus reagent kit from (B)(6) 2010. The results exceeded the prism software upper specification for the group o (B)(6) control; 21 of 70 reported values were out of specification high with values ranging from (B)(6). Values within specification ranged from (B)(6). The root cause for the out of specification (B)(6) results for the prism (B)(6) group o (B)(6) assay control in prism (B)(6) o plus was determined to be a heat labile component in the recalcified (B)(6) human plasma used in the manufacture of the group o (B)(6) assay control. The investigation determined that when the group o (B)(6) assay control reagent was exposed to elevated temperatures it resulted in increased group o (B)(6) assay control counts leading to the out of specification high result for group o (B)(6) assay control (B)(6). Reagent kit exposure to elevated temperatures could occur during reagent shipment. Thrombin is added during the recalcification process of (B)(6) human plasma. Thrombin showed a dose dependent inhibition on group o (B)(6) assay control counts and exposure to elevated temperatures reversed the thrombin-induced inhibition. This implicates thrombin or its break down products in recalcified (B)(6) plasma as the component(s) associated with the out of specification high (B)(6) results for group o (B)(6) assay control.